Manufacturer narrative:
(B)(4). Batch # r92y0f. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified

Event description:
It was reported that the device did not work. A spare one has been used to completed the procedure. No patient consequence.